Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the centrimag console was being serviced and the screen was scrambled when it was first turned on. The issue happened multiple times. The console was returned for investigation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console¿s display screen appearing scrambled was confirmed via the console¿s testing. The returned centrimag console (serial number (B)(6) was functionally tested at the service depot, and the display on its screen appeared to be scrambled upon powering the unit on. The issue resolved upon replacing the unit¿s interface display (ifd) printed circuit board (pcb) with a new ifd pcb. Then, the console was functionally tested and was returned to the customer site after passing all tests per procedure. A log file was also extracted from the console during testing which did not display any atypical events or alarms. The root cause of the reported event was isolated to an issue with the console¿s ifd pcb; however, the root cause of the issue was unable to be conclusively determined. The investigation also found damage to the display pcb that appeared to be unrelated to the reported event; s3 alarm with non-functional set rpm button. Review of the device history record for centrimag 2nd gen. Primary console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual instructs users to have the centrimag console¿s internal battery replaced every two years. Users are instructed to contact abbott for assistance in replacing the battery, as users may not replace the internal battery without proper training or assistance. The 2nd generation centrimag system operating manual section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 and m4 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.